Event description:
It was reported the patients blood glucose level rose to 600 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient drank water and a correction was given.

Manufacturer narrative:
Inspection of the cannula assembly found a leak and tear in the exposed portion of the soft cannula. Fluid was observed leaking out of the intended fluid path from the tear in the soft cannula. It could not be conclusively determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.